Manufacturer narrative:
A review of the device history record is in-progress. All information reasonably known as of 15 sep 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
All information reasonably known as of 22 may 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The device history record for unit 1407007 was reviewed and the product was produced according to product specifications. The actual complaint product was not returned for evaluation. Root cause could not be determined. Potential root cause is use error. No malfunction of the device was alleged. Patient was reported to have a pacemaker. Per the device operator's manual, cortrak is contraindicated for use on patients with implanted medical devices that may be affected by electromagnetic fields. All information reasonably known as of 06 nov 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
A review of the device history record is not possible as no serial number was provided. The actual complaint product was not returned for evaluation. All information reasonably known as of 31 jul 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4).

Event description:
It was reported by a family member/non-healthcare provider that the patient experienced acute respiratory failure after the device was placed. Patient was reported to have a pacemaker. Additional information received 24-jul-2020 from the family member/non-healthcare provider indicated the patient was admitted to the hospital for a gi [gastrointestinal] bleed and had an initial ng [nasogastric] feeding tube placed around (B)(6) 2020 without incident. At the time the patient was sedated and intubated. Approximately four days later the patient was stable and responsive; he therefore was extubated and the ng tube was removed. A failed swallow test led to placement of a second ng feeding tube around (B)(6) 2020 (date approximate), which was reported as a "difficult placement" leading to respiratory failure and reintubation. Patient is reported to be stable, extubated, and recovering following an unwitnessed fall with plans for placement of a gastric tube.